Event description:
Bayer case number: (B)(4). Patient underwent surgery [medical device removal] case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("patient underwent surgery") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2024 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown day of the same month. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2014 and was revise/ removed about of (B)(6) 2024. As a result of essure this plaintiff suffered from severe permanent injuries. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4) essure coils in the fallopian tubes that have migrated into the peritoneal cavity [device migration] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils in the fallopian tubes that have migrated into the peritoneal cavity") in a 55-year-old female patient who had essure inserted for female sterilisation. As concurrent condition the report mentioned nickel allergy. In (B)(6)2014, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required). The patient was treated with surgery (exploratory laparoscopy with removal of essure coils laparoscopic bilateral salpingectomy). Essure was removed on (B)(6) 2024. At the time of the report, the event had resolved. The reporter considered device dislocation to be related to essure administration. The reporter commented: plaintiff was implanted on or about (B)(6) 2014 and was revise/ removed about of (B)(6) 2024. As a result of essure this plaintiff suffered from severe permanent injuries. The 2 devices were identified in 2 areas of the omentum, 1 near the cecum, and the other in the left lower quadrant. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 05-sep-2025: medical record received. Event medical device removal is replaced with device dislocation. Additional reporter added. Reporter causality comment added. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.